Manufacturer narrative:
The customer¿s reported complaint associated to keys on the keypad failing was confirmed through continuity testing, during the investigation of the pcu. After the removal of the front case/ keypad, continuity measurements were performed on the flex cable connector pins associated to the failed soft keys 1 and 2. Test results observed, intermittent continuity measurements when physical manipulation was introduced to the flex cable, indicative of damaged flex cable traces. Additional analysis of the keypad flex cable identified a slight crease/ bend in the flex cable towards the connector end. Enhanced magnification confirmed cracks on the keypad flex cable traces (pin 9) associated to s1 and s2 as suspected. Based on the missing instrument seal, it¿s possible that the customer or a non bd technician improperly installed the keypad flex cable. Observed bend/ crease can create a crack, resulting in the intermittent open trace on the circuit of the cable connector. Part supplier performs 100% cosmetic and functional testing on the front case with keypad prior to material¿s arrival. Orders containing new part/s are then shipped to customers¿ sites as requested. Care must be taken when attaching the flex cable from the keypad into the pcu logic board. Improper installation can damage the flex cable traces and lead to keypad failure. The technical service manual (10000141269) assembly section notes a caution ¿use care to not pinch or crease the flex cables¿ during assembly. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the nurse attempted to select the dose option button on the pcu however the keypad would not allow the nurse to increase the norepinephrine dose on the syringe pump .the device was removed and replaced with another pcu. The remaining 3 syringe modules appeared to continue to infuse.

Event description:
The customer reported that the nurse attempted to select the dose option button on the pcu however the keypad would not allow the nurse to increase the norepinephrine dose on the syringe pump .the device was removed and replaced with another pcu. The remaining 3 syringe modules appeared to continue to infuse.

Manufacturer narrative:
The customer¿s reported complaint associated to keys on the keypad failing was confirmed through continuity testing, during the investigation of the pcu. After the removal of the front case/ keypad, continuity measurements were performed on the flex cable connector pins associated to the failed soft keys 1 and 2. Test results observed, intermittent continuity measurements when physical manipulation was introduced to the flex cable, indicative of damaged flex cable traces. Additional analysis of the keypad flex cable identified a slight crease/ bend in the flex cable towards the connector end. Enhanced magnification confirmed cracks on the keypad flex cable traces (pin 9) associated to s1 and s2 as suspected. Based on the missing instrument seal, it¿s possible that the customer or a non bd technician improperly installed the keypad flex cable. Observed bend/ crease can create a crack, resulting in the intermittent open trace on the circuit of the cable connector. Part supplier performs 100% cosmetic and functional testing on the front case with keypad prior to material¿s arrival. Orders containing new part/s are then shipped to customers¿ sites as requested. Care must be taken when attaching the flex cable from the keypad into the pcu logic board. Improper installation can damage the flex cable traces and lead to keypad failure. The technical service manual (10000141269) assembly section notes a caution ¿use care to not pinch or crease the flex cables¿ during assembly. A review of the device history record in sap for (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.